Manufacturer narrative:
Concomitant medical products: 50 ml baxter bag ndc 0338-0049-41, lot p350421, exp jun 2017, 0.9% nacl injection, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the tubing was broken at the clear filter. The break was discovered when attempting to administer ativan. There was no patient harm.

Event description:
The customer reported when the rn went to adminster ativan, the tubing was found "disconnected / broken" at the anti-siphon valve.

Manufacturer narrative:
The reportable aware date on the initial MDR should have been 10/13/2016. The customer¿s report of ¿broken at the clear filter¿ was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set was found to be separated at the engagement between the bottom of the anti-siphon valve and tubing sleeve component. Visual inspection of the set noted the presence of sufficient solvent, no solvent voids on engagements, no gaps in engagements, and no damage or cracks on components. The separated tubing was measured with lab calipers and was found to be within specification. Functional testing was not performed due to the separation of the set. The root cause of the customer¿s report of ¿broken at the clear filter¿ was not identified because no damages were observed near or on the filter. The probable cause of the tubing separation was excessive pressure during the push of fluid from the 5ml syringe causing the tubing to separate at that engagement.